Event description:
While attempting an arterial line, upon withdrawal of guide wire, resident noticed that it was difficult to withdraw, when he felt that it broke. Resident immediately called x-ray. It was determined that approximately 19mm length of guide wire was left in the right anterolateral aspect of the distal forearm. Surgery was notified to inform of next steps. CT (computed tomography) was ordered. Upon completion, it was determined that there was a lot of reflection and the CT technician had to try to adjust the film. At this point, awaiting CT results to determine if broken line is venous or arterial. Per rn (registered nurse), residents had taken broken guide wire to compare to length of another to determine the length of the part that had unraveled inside patient. The incident occurred at approximately 0100 (B)(6) 2025. Patient will require surgical removal of the guidewire remnant.